Event description:
It was reported that the patient was implanted with synapse construct on (B)(6) 2010. It was reported patient is complaining of painful hardware. Patient is scheduled for a revision surgery to remove the hardware on (B)(6) 2014. Patient returned to surgeon to remove painful hardware on (B)(6) 2014. The surgery was completed without any reported complications. There were no reports of broken hardware, however all 29 parts will be listed due to patient pain at an unspecified location. No product will be returned; it remains in the custody of the hospital. This is report number 15 of 29 for (B)(4).

Manufacturer narrative:
Pt identifier: additional patient ID: (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that the reported product was manufactured at the (B)(4) manufacturing facility on 09/21/2009 under work order (B)(4). DHR records indicate that the product lot was manufactured in accordance with all established requirements with no nonconformities reported. DHR records for part # 498.125, lot# 6158618 further indicate that the product lot underwent all specified inspection requirements with no product nonconformities reported. DHR records for the reported lot indicate that the product was produced from raw material tialnbri4.00, p/n 21015, lot# 6131918 in accordance with established specifications. DHR records for raw material tialnbri4.00, p/n 21015, lot# 6131918 indicate that the raw material was received at the (B)(4) facility on 4/22/2009. DHR records for the raw material lot further indicate that the raw material underwent all specified inspection and testing requirements and was found to meet all established criteria for acceptance and use as intended. The raw material lot was then released to raw material inventory on 4/27/2009. There is no objective evidence indicating that the manufacture of the reported lot is relevant to the complaint condition reported as adverse event: no reported product problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.